Event description:
During a difficult removal of epidural catheter, a portion of the device sheared off and became a retained foreign body. Excessive force was not utilized. Surgery and neurosurgery were consulted. The patient will require surgery (minimally invasive removal of a foreign body at l2-l3 with neuronavigation. Xray evaluation of the thoracolumbar spine: findings: there is epidural catheter entering the l2-l3 level. The catheter tip appears to be over the spinal canal on the lateral. On the frontal view the catheter is noted along the right lateral aspect of the spinal canal at l3 level and just over the right lateral aspect of the l2-l3 disc space. The catheter is marked with arrows on the frontal and lateral view. No fracture or bony destruction. There is a small amount of degenerative endplate change at l2-l3 anteriorly. Impression: on the lateral view there appears to be catheter tubing entering at the l2-l3 level with the tip terminating over the spinal canal on the lateral view. On the frontal view the catheter is noted along the right lateral aspect of the spinal canal at l3 level and just over the right lateral aspect of the l2-l3 disc space. CT (computed tomography) will be needed to evaluate the exact location the catheter. CT (computed tomography) of lumbar spine: soft tissues: nonobstructive bilateral renal calculi measuring up to 5 mm in size in the left upper pole. There is a linear density foreign body present in the right paraspinous musculature just right of the l3 spinous process. This courses anteriorly and cephalad through the right-sided interlaminar space at l2-3 and resides within the epidural space coursing right laterally and exiting the spinal canal through the right l2-3 foramen where it terminates. Multiple small foci of gas are present in the right-sided paraspinous musculature, epidural region at the level of the catheter fragment and in the right l2-3 foraminal region. Tip of the curvilinear foreign body in the right paraspinous musculature is 3.5 cm from the skin surface. Partially visualized enlarged uterus. Impression: curvilinear presumably retained foreign body/catheter fragment in the right paraspinous musculature, right epidural space, and right neural foramen at the l2-3 level as described above. Company rep (representative) was notified and picked up the partial removed catheter on (B)(6) 2024. Retained object to be removed on (B)(6) 2024.